Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, patient received a primary attune left total knee replacement to address end stage severe arthritis with varus alignment. Patella was resurfaced, and depuy bone cement (2 instances) was utilized. There were no reported complications. On (B)(6) 2020, patient's left knee was revised to address aseptic tibial base plate loosening at the cement to implant interface and some (unspecified) instability. Diffuse synovitis was identified throughout, with some metallic staining. There was some osteolysis beneath the femur component, but it was otherwise well-fixed. The tibial baseplate was grossly loose, completely debonded from the cement mantle. Cement mantle was wel-fixed to tibia bone. Patella was well-fixed, non-worn, and retained. Synovectomy performed. Competitor revision knee products were re-implanted utilizing competitor bone cement. Doi: (B)(6) 2013; dor: (B)(6) 2020; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.